Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 511 mg/dl. The customer stated that she had applied her infusion set to her rear and did not notice when she had pulled it out, resulting in high blood glucose. She tried to bolus for it with 1.4 units of insulin when her blood glucose was 387 mg/dl, and it rose to 471 mg/dl about an hour later. She treated with 4.4 units of insulin. She stated that she changed the infusion set and realized it had come off, so she bolused 2 units when her blood glucose reached 511 mg/dl. She was advised that the active insulin was calculated from the boluses delivered, regardless of whether the set had been connected. She advised that she would bolus another 4 units of insulin and monitor the blood glucose. She stated that she thought her insulin was getting too hot, noting that this could cause her blood glucose to run high.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.